Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial access accutni+3 result recovered above the assay's normal reference range. Due to this elevated access accutni+3 result, the patient was admitted to the hospital. Four hours later, the customer reanalyzed the patient's sample one (1) additional time on the same laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) and obtained one (1) lower result within the assay's normal reference range. There was no report of additional change to treatment in conjunction with this event. Calibration, quality controls (qc) and system check were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a becton dickinson orange top pst tube with thrombin-based clot activator and was centrifuged at 1,264g (g-force) for seven (7) minutes between 10 and 20 degrees celsius. No issues with sample integrity were reported by the customer.